Event description:
The customer reported the system would intermittently not display a fluoroscopic image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated and tightened connectors. The system operates as intended.